Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the error test. The insulin pump unable to prime during prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window and cracked reservoir tube lip.

Event description:
It was reported by the customer's spouse that her insulin pump was alarming. Customer had been vomiting during the day and had been treating herself with the device. Customer was advised to disconnect from insulin pump. During troubleshooting, customer was asked to check the condition of the drive support cap and it was found to be protruding from the device. Asked customer if she had pushed on protruding drive support cap while still connected to insulin pump. Customer stated she hadn't. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.